Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient was going to have ins replaced and was going to a non-rechargeable ins because the current rechargeable implant "sucked;" the patient had difficulty getting the implant to charge since implant date. The manufacturing representative (rep) called to review some MRI considerations. The agent reviewed MRI considerations. The replacement surgery would be (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.